Event description:
The customer reported that she was hospitalized with a blood glucose reading of 41 mg/dl. The customer only called to get a replacement inserter, and declined to provide further info about the event.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.